Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support to reset the pump, and after assistance, the issue was resolved with no recurrence of the malfunction code. The customer was advised to monitor the pump and contact support if the issue occurred again, which they acknowledged and understood.